Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm aortic pericardial valve, implanted approximately four (4) years and seven (7) months, was explanted and was replaced with a 3300tfx 25mm aortic valve. Through follow up with the health care provider, the operative report was received and indicates the 21mm aortic valve was explanted due to moderate stenosis and 1+ insufficiency. The patient presented with shortness of breath, dizziness and fatigue. The description of operation indicates tee revealed normal left ventricular function, moderate stenosis and 1+ insufficiency in the aortic valve. At explant, the device was described as having mild calcification in the non-coronary cusp; leaflets were stiff with the ncc immobile. After implant of the 3300tfx 25mm aortic valve, the patient was weaned from cpb without difficulty. Tee revealed the aortic prosthesis to be well seated with no insufficiency. At the conclusion of the operation, the patient was returned to the cardiac ICU in stable condition.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it has been discarded by the hospital. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The operative report indicates this device was mildly calcified, leaflets were stiff, which may have contributed to the reported stenosis and insufficiency. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patients young age at time of implant and gender may have contributed to the early calcification of this device. However, without other patient health history or return of the device for evaluation, we are unable to confirm the clinical comments made by the health care provider.